Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral side rupture, right side rupture found during explant.

Event description:
Healthcare professional reported right side "patient complained of breast pain". Healthcare professional later reported right side "found slightly fissured" during explant surgery. The device has been explanted.

Event description:
Healthcare professional reported right side "patient complained of breast pain". Healthcare professional later reported right side "found slightly fissured" during explant surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is a medical event not related to the device. Rupture: observed, one opening in posterior side assessed as surgical damage. Additional observations: creases is observed. No further actions are required as the device was implanted.